Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported a device could not be interrogated with the programmer. The head connection was checked and then the device could be interrogated. The programmer was restored to service. No patient complications were reported as a result of this event.